Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had many low flow alarms over the last few weeks. They were hospitalized over the weekend with hypoglycemia. An echocardiogram was performed to assess right ventricle on (B)(6) 2024. The results showed limited study due to low flow alarms on the pump, 5200 rotations per minute, poor visualization of all structures, left ventricle chamber dimension not well visualized, septum appeared midline, right ventricular systolic function reduced seen on off axis images in apical views right ventricle 4 cm/sec,  aortic valve opening regularly, dilated inferior vena cava measuring 2.94 cm with 50 % collapse upon inspiration consistent with elevated atrial pressure of 8 mmhg, known tricuspid valve repair and alferi stitch of the mitral valve. Blood glucose levels and fluid resuscitation stabilized. Torsemide, farxiga (dapagliflozin) and insulin were held at the time. Mean arterial pressure was 88 mmhg. The log file review captured low flow events on 09apr2024 and 10apr2024. Right heart failure was not confirmed and patient denied any physical symptoms. The alarms cleared after fluid resuscitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient had a known tricuspid valve repair and alferi stitch of the mitral valve, prior to implant.